Manufacturer narrative:
.

Event description:
The patient reported that her pump had flipped twice and then in 2006, she developed a red steak from her "tummy to her back". She also reported night sweats, migraine headaches, light sensitivity, nausea and vomiting. The patient stated she had bacterial meningitis. The hcp explanted the system and placed the patient on unspecified antibiotics. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates fentanyl. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.